Event description:
The customer called to "report a pod that gave her high bgs." No specific product issue, however, was cited. Within three hours of activating the device, her bg levels escalated to 326 mg/dl. She administered a correction bolus which successfully lowered her levels. Two hours later, the pod initiated an alarm; her bg level at the time had risen once again (to 273 mg/dl). As a result of the high bg levels, she went to the emergency room "with a bg over 600 mg/dl." An attempt to contact the customer for additional information about the event was unsuccessful. The pod will be returned for evaluation.

Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No specific failure mode was noted in the report. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggest that the patient always carry extra supplies in case of an emergency. The customer followed user guide instructions by seeking the help of medical professionals when bg levels failed to lower. The outcome of the event could be obtained as the customer could not be reached for additional information. Based on the information provided in the report and without the pod returned for evaluation, it cannot be determined whether the device was a contributing factor to the reported event.